Event description:
It was reported that during a recanalization procedure involving a 100% stenotic lesion located in the proximal right coronary artery (rca), the shaft of the liberte' monorail stent delivery system fractured. The lesion was predilated with a 1.5x 20mm balloon and a guidewire crossed the lesion. During advancement, the shaft of the stent delivery system was broken into two pieces and removed without incident. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.